Event description:
It was reported that the pt experienced an infection at the pump site. The organism that caused the infection was not stated. The pt's pump was explanted. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. It was noted that the pt recovered without sequela. No further details or pt symptoms were provided.

Manufacturer narrative:
(B)(4): the device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.